Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the positioning sensor unit (psu) was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect psu has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the positioning sensor unit (psu) would intermittently be unable to communicate with the probe in the field of view. There was no patient present when this issue was identified. No additional information was provided.